Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan (lfs), alleging that her one touch ultra 2 meter was not turning off. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt said she takes insulin and does not adjust the dosage. The pt said the product power issue first started at 7:00 am. After the issue started, the pt became shaky. The pt denied receiving treatment. The csr documented that the meter batteries were replaced and the power issue was not resolved. The csr noted that the meter did not power on when the power button was pressed. The pt did not have test strips to walk through inserting a strip into the meter with the csr. The pt's products were replaced. This complaint is reported because the pt alleges the lfs meter would not turn off then apparently on and afterward she became shaky, which can be a typical symptom of hypoglycemia.